Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd discardit¿ ii syringe "an abrasion visible with the naked eye, was detected in the syringe. This sample is no longer available." There was no report of injury or medical intervention

Manufacturer narrative:
Investigation results: our manufacturing facility was provided with the affected samples for investigation. Upon examining the product we were able to verify the presence of white particles inside the syringe. Through our investigation the particles were identified to be composed by lubricant from the syringe barrel. The amount of particles was not very high and all of them were outside the fluid path. This lubricant is included in the plastic formulation and it is inherent to the design and function of 2 piece syringes. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. The presence of particles of lubricant in the fluid path of discardit ii syringes has been evaluated by bd. The polypropylene used to produce the syringe barrels (with the slip agent included in the formulation) has passed all the biocompatibility tests required. Test results have confirmed that should the lubricant particles enter the fluid pathway the risk to the patient is clinically insignificant. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in machine (B)(4) (september 3 - 5th, 2017). Syringes were assembled in machine, (B)(4), in lot #7237286 (august 28th - september 11th, 2017) and in lot #7244143 (september 4 - 11th, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #7237222, #7234122, and #7244046 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7237226, #7211168, #7234124 and #7244047 and no problems, defects or qn related to the reported issue were found. We have initiated the appropriate corrective and preventive actions for this issue. CAPA #(B)(4)